Event description:
Provider reported chair was hit by a vehicle. The chair still works, but it is difficult to drive due to the frame being bent, which makes it unsafe. Please see updated information provided on this incident.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 2 years, 5 months old. The owner's manual part number 1143190 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. The following information has been received: the power chair was involved in a motor vehicle accident. It was learned the end user and his power chair were hit by a car while he was in it on friday, (B)(6) 2012. Injuries sustained - sprained both ankles and injured left knee. Power chair is with the dealer since the power chair is unsafe right now. It still works, but it is difficult to drive due to the frame being bent. End user is with him as we speak so unknown what they will do for transportation. Please note that any further updated information will be provided in a supplemental report.